Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The caller was provided with pump reset information and assisted in resetting the pump by technical support. After resetting, the same malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.